Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent p-wave undersensing was observed. It was noted that the patient had just been implanted with an lvad and was still recovering at the time. Programming changes were made. The device remains implanted. The patient will continue to be monitored.